Manufacturer narrative:
Pump passed displacement test and self test and no missing segments/partial display noted. Unit had bleeding on lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated tha the portion of the display that was missing was near the battery icon. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.